Event description:
A caller reported receiving an error message advising them to replace their cartridge during the load process. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by replacing the cartridge and successfully completed the load process.